Event description:
During a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The physician was placing a 2.5x20m taxus express2 drug eluting stent in the distal left anterior descending (lad) artery when it was noticed the stent strut was protruded. The procedure was then completed with another taxus express2 of the same size. There were no patient complications noted and the patient is reported as in stisfied/good condition.